Event description:
It was reported to philips that the device is not able to identify the battery. The field service engineer (fse) found that the defibrillation tests failed. A test battery was used to check power to device and it passed testing. The device needs a battery. The philips representative has identified the battery as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.

Event description:
It was reported to philips that the device is not able to identify the battery. There was no patient involvement.